Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter tubing and hub separated. An additional procedure was required to remove and replace the device. To date, additional event and patient information has been requested but not made available. As reported, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the device history record, instructions for use, manufacturing instructions, specifications, drawing, quality control, complaint history, and a visual inspection of the returned device were conducted during the investigation. The complaint device was returned and was found to be cut into two separate pieces.the visual and dimensional inspection of the returned device did not indicate the device was manufactured out of specifications. One piece contained the flare, and the other contained the pigtail. Bio matter was observed on the surface, but no other surface damage was noted. The suture string was present within the lumen, but the flare was observed to be lopsided. Due to the compression of the flare within the mac-loc connector cap, it is possible that it was damaged upon removal, so it cannot be determined whether it was manufactured out of specification. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record did not indicate nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Appropriate measures have been taken to address this failure mode . The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Additional information: product problem. Additional information was received on 28jun2018 in the form of answers to questions previously asked: what step in the procedure was being performed when the separation occurred? Placing the drain. What type of drainage was being performed? N/a multipurpose drain was used (abscess, nephrostomy or biliary) . On what date was the initial tube placed? (B)(6) 2018. Device available for eval: yes; product received on: 07/12/018. Malfunction. Device evaluated by MFR: no; device evaluation anticipated, but not yet begun (02). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.